Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal inspections were performed with no problems found. Temperature verification testing was performed and the device passed. Accuracy confirmation testing was performed with the original piston foam and the device failed. The piston foam was removed and inspection found that it was deteriorated. A foam test article was installed in the device and it was able to pass accuracy testing. After the original piston foam was reinstalled, the device failed accuracy testing once more. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be deteriorated piston foam. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.